Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the vela ventilator calibrations failed and the unit generated "apnea interval "high peep" and "high pip" alarms. Upon customer inspection of the unit, it was determined that the turbine was not working; the customer stated they observed shaking and heard noise from the turbine. The customer also stated the "leak test" failed due to the turbine failure. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
The pcba main board was received by carefusion and an evaluation performed. The part was visually inspected and tested. The main board produced "vent inop" error and the event log recorded multiple xdcr (transducer) faults. A circuit pressure transducer test failed with a/d (4076). The root cause of device failure was determined to be the pcba main board. This problem is considered a known issue that was corrected by an internal investigation.